Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse via sales rep on (B)(6) 2010 - (B)(4). This case involves a pt who received two treatments for poly-l-lactic acid (sculptra) as follows: the first rotation commenced on (B)(6) 2010. One vial was reconstituted on prior to treatment on (B)(6) 2010 with 5.5 ml of sterilized water for injection and 2 ml of xylocaine 2%. The batch number is a8024 and exp is 07/01/2010. The second treatment commenced on (B)(6) 2010. Two vials were reconstituted with 5.5 ml of sterilized water for injection and 1.5 ml of xylocaine 2%. The batch number is a8027 with exp of 10/01/2010. The pt was treated in the following areas. Intradermally: cheeks, lower cheeks, (accordion lines), marionettes and jaw line. Periosteally: temples, malar, alar, pre-jowl. The pt developed nodules in the marionette area, upper malar (particular on the right side), these nodules are not visible, palpable only. There is only one visible nodule which is at the back of the face between the jaw and malar. The patient was reviewed by a physician on (B)(6) 2010. No concomitant mediations or medical history was reported. Event outcome is unk. A pharmaceutical technical complaint (ptc) was initiated. Add'l info was received from the nurse on 01/10/2011: note: due to add'l event of small cell carcinoma of left front gum line, this case has been reassessed in medical review as serious. The patient was prescribed sculptra for cosmetic reasons with no relevant medical history reported. The size of the lesions were approx 3-5 mm with no signs of inflammation. There was no evidence of systemic process, however, the patient was diagnosed with small cell carcinoma on the left front gum line in (B)(6) 2010. She underwent extensive facial surgery to remove the lesions, surrounding tissues and reconstruct/graft the face. There are approx 10-12 nodules present. The size of the palpable nodule is smaller than 5 mm. The pt reported some of the nodules prior to the surgery in (B)(6) 2010. No medical or surgical interventions were performed to treat the nodules. The total volume of sculptra used in each area was nasolabial fold 2 cc, marionette lines 3 cc, temples 0.8 cc, cheek lines 5 cc, labiomental crease 0.3 cc, and 0.4 cc in the accordion line and jaw line (note these are approximate). The following details were for injection treatments. Session one was on (B)(6) 2010. Sculptra was reconstituted with 5.5 cc of sterile water and 2 cc of 2% lidocaine. A local anesthetic was used, but not specified with a hydration time of one hour. The injection was a deep dermal injection and massage was done during treatment and then by the patient. Session two was on (B)(6) 2010. Sculptra was reconstituted with 5.5 cc of sterile water and 2 cc of 2% lidocaine (two vials). A local anesthetic was used, but was not specified with a hydration time of one hour. A depot technique was used. The injection was a deep dermal injection and massage was done during the treatment and then by the patient. No further info was provided. The nodules are ongoing and are not expected to be irreversible as they will resolve in time, per the reporting nurse. Pharmacovigilance comment: sanofi-aventis company comment dated 01/12/2011: the event of small cell carcinoma of gum line is unlisted for poly-l-lactic acid. This event is unlikely to be causally related to sculptra as the time to onset of three months is too brief to be compatible with the formation of a neoplasm. Most likely, the event was preexisting and its diagnosis after injection of sculptra was incidental. The patient's history in terms of risk factors such as alcohol and tobacco use is unk. Add'l info, including clarification of the type of cancer, has been requested.